Manufacturer narrative:
D9: product received date 6/25/2024. H3: one device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +10.7%. The event occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.